Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: thermal burns caused by ophthalmic viscosurgical device occlusion in torsional phacoemulsification. Tzu chi medical journal 35: (4), 2010. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
In a literature study article, a physician reported that a male patient underwent phacoemulsification of a grade two nuclear sclerosis. Preoperative keratometry showed a corneal astigmatism. Under topical anesthesia, sodium chondroitin sulfate sodium hyaluronate was injected through a 2.75 milli meter temporal cornea incision, and a capsulorhexis and hydrodissection were done. A white plume that was visible in the right eye at the ultra 30° tip and the corneal wound instantly whitened at the start of nuclear sculpting during cataract surgery (with intraocular lens implant). The tip and the tubing were changed and reprimed, but a larger plume and whitening of the wound were still noted on sculpting. Then higher vacuum and aspiration rate applied to aspirate the viscoat around the tip, then the occlusion sound was disappeared, and sculpting went on smoothly. The wound was closed with three tight interrupted nylon sutures and adhesion of the iris to the internal side of the wound. The stitches were removed after one month. Visual acuity was corrected and iridocorneal adhesion still existed. This report pertains to phacoemulsification tip involved in this reported event.

Event description:
Following submission of the initial report, it was confirmed that this article is from 2010 for procedures performed in 2007 and 2008. Since the literature article beyond ten years shall be documented as intake records and close cancelled.

Manufacturer narrative:
Corrected information is provided in sections b.5 and h.11. As a result of an internal review of the file, following submission of the initial report, it was confirmed that this article is from 2010 for procedures performed in 2007 & 2008. Since the literature article beyond ten years shall be documented as intake records and close cancelled. No further reports will be scheduled under mfg report num. 2523835-2024-02086. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).